Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bard ostomy bags broke on the side seam.

Event description:
It was reported that the bard ostomy bags broke on the side seam.

Manufacturer narrative:
The device was not returned for evaluation.a potential failure mode could be ¿leaks and breaks¿ with a potential root cause of "device construction inadequate or pin hole in device during manufacturing". The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard/bd is unable to determine the associated labeling to review.